Event description:
In 2008, after a traumatic injury to the medial aspect of his left leg, this patient¿s non-displaced left fibular fracture was managed with a plaster of paris backslab and non-weight bearing. On the following month, the reporting dpm performed incision and drainage on a calf hematoma and debrided a contiguous necrotic ulcer measuring 6.5 x 3.5 x 0.5 cm, near the trauma site. The patient was discharged to the nursing home with negative pressure wound therapy (vac®). On sixteen days later, the patient had a single application of apligraf® to the wound bed. 4 weeks later an area of persistent bleeding was cauterized at the inferior aspect of the ulcer. The wound progressively showed signs of healing over the next four weeks (size 4.5 x 2.0 cm).on approx two months later, the area that had been previously bleeding in the inferior part of the ulcer was noted to have developed into a ¿verrucous¿ lesion in the healing wound. A biopsy of the lesion on the following month showed a well differentiated squamous cell carcinoma (scc). On thirteen days later, this 1.8 x 1.4 cm lesion was incompletely excised on its peripheral and deep margins.patient follow up is ongoing. The treating clinician stated that he suspects that the lesion was present prior to apligraf® application.

Manufacturer narrative:
Based on a review of information provided by the treating clinician, medical experts conclude that it is highly unlikely that the application of apligraf® contributed to the presence or persistence of the patient's condition. Rather, the medical experts conclude the patient's scc condition was most likely pre-existing based on the presence of a well-vascularized focus in the area of the ulcer that required cauterization and the patient's multiple risk factors for scc (e.g., prior history of multiple large scalp sccs that required 2 stage mohs surgery, extensive actinic keratoses on body including legs, gender, and trauma history (some sccs have been observed to develop in foci of trauma)). Moreover, the progression and the growth rate of the lesion proceeded with the normal biological behavior of a prior established scc. Given the opinion of the medical experts, the fact that numerous other medical products were used at the time to treat the patient's leg ulcer and other pre-existing medical conditions, and the long history of apligraf® safe use without similar incident, it is very unlikely that the patient's condition is in any way associated with apligraf®. A thorough review of the device history records and batch records was completed. The device was manufactured in accordance with all procedures and met all product specifications. All associated testing was reviewed and was found to be in specification. Complaint trending review was also conducted. H3 other text : device not returned to manufacturer